Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported by the parent that the pediatric patient's cgm was reading 62 mg/dl and the blood glucose reading was not checked. The parent noted the patient to be unconscious while asleep and unable to speak. The parent called 911 and the bg by ems was 36 mg/dl and the egv at that time was not specified nor clarified. The patient was treated with IV fluids and glucagon and recovered after treatment. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.